Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded battery tube and spring. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip and scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's wife reported via telephone call that the insulin pump had a blank display. The battery had been changed four times and the most recent battery was corroded. The customer did not recall the blood glucose reading. The insulin pump was still blank at the time of the call and the battery cap, compartment and spring were noted as corroded. The customer's wife was advised that the customer should discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. She was advised that the insulin pump would be replaced and agreed to return the product for analysis.